Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold.

Event description:
A patient contacted baxter's technical service center regarding questions about the dwell time, which occurred on the homechoice (hc) during use during initial drain. The patient had questions about his dwell time. The patient stated that the dwell time ranges from fifty six minutes to a little over an hour. The patient stated it was supposed to be an hour and a half. The patient stated the only alarm he is getting was a low drain volume alarm during initial drain which he says he bypasses because he was empty. The patient went on to say that he had a high drain 104 alarm that morning (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The technical service representative (tsr) reviewed the therapy log and it showed no bypasses even though the patient stated he bypassed a low drain volume alarm in the initial drain. The patient would call his peritoneal dialysis registered nurse (pdrn) for therapy advice for that night. The patient's cycle 4 ultrafiltration (uf) equaled 2043ml and the patient had a total uf of 2488ml for the entire therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported events. The rn stated she was aware of the events and that the patient has been continuing therapy successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.